Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "it was reported that when turning the alaris pump on after attaching the channels, a burning plastic odor was noted and smoke started coming from the pump. The pump was turned off and channel was disconnected from the brain. It was noted that the connection on the channel appeared burned and smoke continued to come from the brain. Pump was taken out of service. Reportedly, pump was not connected to a patient during the event. Reportedly, no harm occurred to patients or staff. Reportedly all 3 devices are less than 9 years of age."

Manufacturer narrative:
The customer¿s report of a burning odor and visualized smoke was not confirmed. The report of a burned connection was confirmed. Review of the device event logs showed that no infusions were running on the reported event date. However, the pcu error log recorded a log-only severity low_8v_failure (error code: 120.4370.5) and at the same time, the suspect pump module registered as being disconnected. This was likely when the event occurred. A note received with the devices indicated the iui connectors had been replaced prior to them being sent for investigation; the replaced damaged iuis were received taped to the devices. Visual inspection of the replaced pump module right iui confirmed thermal damage to pins 11 ¿ 15. The remainder of the pins were very worn, corrosion was forming on several, and white fibers were present around each pin. The replaced left iui of the pcu had thermal damage to pins 12 ¿ 15; pin 13 was mostly gone due to the damage. The rest of the pins were very worn and corroded. Wet fluid remained around and behind the connector. Continuity testing of the burnt/damaged iui connectors verified that a short existed on the suspect pump module's connector. The cause of the burn damage is believed to be electrical shorting due to fluid contamination. The root cause of the contamination was not determined. The damaged iui connectors were over 9 years old and wear was also a likely contributing factor.

Event description:
A note from the customer received with the devices stated, "caught on fire when plugged in, terminals melting." There was no patient involvement or harm to facility staff.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "it was reported that when turning the alaris pump on after attaching the channels, a burning plastic odor was noted and smoke started coming from the pump. The pump was turned off and channel was disconnected from the brain. It was noted that the connection on the channel appeared burned and smoke continued to come from the brain. Pump was taken out of service. Reportedly, pump was not connected to a patient during the event. Reportedly, no harm occurred to patients or staff. Reportedly all 3 devices are less than 9 years of age." A note from the customer received with the devices stated, "caught on fire when plugged in, terminals melting." There was no patient involvement or harm to facility staff.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.